Manufacturer narrative:
Device history record review: manufacturing date: november 11, 2015. The device history records (DHR) were inaccessible for the associated body (part 319.006.04 / lot 9827603) and 2.5 diameter ball (part es0010.02 / lot 9829939) sub-components of the depth gauge. No non-conformance reports were generated during production. Review of the dhrs showed that there were no issues during the manufacture of this product or any of its subcomponents. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service and repair history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge was found broken when it came out of the wash. There was no reported patient involvement or surgical involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
No service history review can be performed as part number 319.006 with lot number(s) 9928847 is a lot/batch controlled item. The manufacture date of this item is november 11, 2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The customer reported the depth gauge was broken. The repair technician reported the tip of the depth gauge broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: one depth gauge (part 319.006, lot 9928847) was received for evaluation. The device shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was not returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.